Event description:
Patient had first revision of primary total knee replacement due to stiffness. The femoral component was removed and downsized 1 size from a size 5 to a size 4 triathlon cemented ps. The poly insert was removed and replaced with a new poly insert. The anterior locking wire on the removed insert was lost upon removal and the or staff was unable to find and recover it during and after this surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient had first revision of primary total knee replacement due to stiffness. The femoral component was removed and downsized 1 size from a size 5 to a size 4 triathlon cemented ps. The poly insert was removed and replaced with a new poly insert. The anterior locking wire on the removed insert was lost upon removal and the or staff was unable to find and recover it during and after this surgery.

Manufacturer narrative:
An event regarding stiffness leading to revision surgery involving a triathlon femoral component was reported. The event was not confirmed. Conclusions: the reported event cannot be confirmed with the information provided. The exact cause of the event could not be determined with the limited information provided. Further information such as x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining root cause.